Manufacturer narrative:
(B)(4). Date of initial report: 11/05/2010 under 1717344-2010-00785. (B)(4) heavily used ls1500 instrument was returned for evaluation. As received, the device body was broken in pieces and the jaws could not be opened. The device could not be tested for self-activation in this condition. The incident generator was returned to the covidien (B)(4) service center and tested to specification.

Event description:
The customer reported that midway through a splenectomy, the device activated although the activation button was not being pressed. Another device was used to complete the procedure without incident. The device was not on tissue at the time and there was no pt injury.